Manufacturer narrative:
As the exact date of the event is unknown, (B)(6) 2017, the date of conference presentation, is determined as the date of event.

Manufacturer narrative:
Date of event: exact date of each reported adverse event is unknown with currently available information, (B)(6) 2008, the beginning of the endovascular treatment, is determined to be the date of event. A review of the manufacturing records for the device could not be conducted as item- and lot numbers of the device were not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to infection of device.

Event description:
Conference: the 47th annual meeting of the (B)(6) (held on (B)(6) 2017). Title of presentation: treatment outcomes of stent-graft infection (toshihito gomibuchi, et al.) From march, 2008 to august, 2016, the total of 565 patients underwent endovascular repair of abdominal aortic aneurysm using aortic endografts. Total of 8 patients experienced post-procedure stent-graft infection: they are 7 males and 1 female with average age of 77 years old. Of those patients, some patients (the exact number is unknown), who were implanted with gore® excluder® aaa endoprosthesis, were reported to have suffered from the stent-graft infection post initial implant procedure.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the device could not be conducted as item- and lot numbers of the device were not available.